Event description:
It was reported that a pediatric patient experienced an ¿anaphylactoid reaction during hemodiafiltration on an69 membrane in a patient with atypical hemolytic uremic syndrome" with 5 minutes of starting continuous renal replacement therapy (crrt) using a prismaflex m60 set. Symptoms included cutis marmorata, cyanosis, angioedema, tachycardia (185/min), and impaired peripheral circulation. The patient was treated with subcutaneous adrenalin, methylprednisolone, ranitidine, and other supportive measures/precautions were taken. Patient condition improved swiftly and signs of reaction resolved. The crrt was restarted with a new m60 set, but the same clinical features reappeared within minutes; therefore, crrt was again stopped. The treatment was interrupted and the prismaflex m60 set was replaced with a prismaflex hf20 set with a different membrane. The patient was extubated after resolution of volume overload and stabilization of hemodynamic characteristics. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.